Event description:
It was reported to boston scientific corporation that an advanix naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent could not be deployed. The stent and the delivery device damaged. The stent and the delivery system were removed from the patient. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2588 captures the reportable event of stent damaged. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the stent was bent/kinked in several locations at proximal pigtail. The kinks observed on the stent could have caused issues to deploy it. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, it was determined that the proximal pigtail was kinked and this could have caused issues to deploy the stent properly. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering could have kinked the stent at proximal section, this condition would have result in issues to deploy the stent during the procedure. Therefore the most probable root cause for this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis. However, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the stent could not be deployed. The stent and the delivery device damaged. The stent and the delivery system were removed from the patient. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.